Event description:
It was reported that the patient presented at the emergency room due to atrial fibrillation (af) with rapid ventricular response. The patient's ventricular rate was too fast and ventricular fibrillation (vf) was detected causing their implantable cardioverter defibrillator (ICD) to deliver an inappropriate shock. The patient's atrial fibrillation (af) was resolved and the device was working as programmed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.